Event description:
Patient was implanted on (B)(6) 2021. Patient performed exercise activity immediately after implant procedure. Fluoroscopy imaging showed the lead migrated forward, further into the popliteal fossa. On (B)(6) 2021 the patient had a revision surgery to remove the original tined lead and another lead with the same specifications was placed.